Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted u608 on the computer/analog pca. The root cause for the shorted u608 component could not be positively identified. No adverse event resulted from the damaged monitor.